Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient reported experiencing pain, bony abnormalities, non-union of the tibia, ovarian cysts, liver issues, and chromium toxicity. No additional information was provided.